Event description:
Event description guidant received this implantable cardioverter defibrillator (ICD) from an overseas affiliate, with no allegation regarding the performance of the product. Upon receipt, telemetry could not be established with the device. Detailed analysis is currently underway to determine if a product performance issue is the underlying root cause for the no telemetry condition, or if the device exceeded longevity. To date, there have been no reported patient symptoms associated with this clinical observation.